Event description:
Customer reported the system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, rtos and gpos pcbs, and the back plane. System operates as intended.